Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago based on the date the manufacturer became aware of the event.